Manufacturer narrative:
Percutaneous coronary intervention (pci) was being performed in a 90% stenosed lesion in the right coronary artery (rca). Pre-dilation was being conducted with a 2.5 x 15mm balloon and then a 3.5 x 23mm cypher was delivered to the target lesion without problem. Initially, the unit was inflated at 12 atmospheres (atm) and it inflated smoothly. Then while trying to increase the pressure to 20 atm, the pressure would not increase over 12 atm. Therefore, the physician decided to deflate the stent delivery system (sds) to retrieve it, but the balloon could not be deflated. The inflation device was changed twice because the physician suspected the device to be defective, but the balloon still could not be deflated. In addition, the connection of the inflation device with the hub was checked but it was unlikely to be related. After that, the balloon was being inflated and deflated repeatedly using the syringe (syringe size 20~50cc). Finally, the balloon was deflated using a vaclock syringe. Because it took time to deflate the unit, it caused the pt's st to elevate but after a while, it disappeared. The pt was put on iabp. Post-dilation was conducted with a high-pressure balloon and the stent was implanted successfully. After the procedure, the physician checked the device outside of the pt and he suspects the shaft leakage instead of the balloon leakage even though retrieval of blood was not confirmed. On the other hand, the second physician commented "the phenomenon was like balloon rupture". The contrast medium used for this procedure was 1:1 (with iopamilon). Reported pt injury was temporary st elevation. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. A report was received that a cypher sds was associated with inflation and deflation difficulty. The event involved a pt of unk age, gender or medical history. The reason for the pt's admission to the hospital was not reported; but an angiogram revealed a lesion in the rca that was described as de novo, 90% occluded, slightly calcified and slightly tortuous. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 3.50 x 23mm cypher stent to the target lesion. The contrast to saline ratio was one to one and the sds was not kinked prior to use. During stent deployment, the system pressurized smoothly up to 12 atm. However, while trying to increase the pressure to 20atm, the pressure would not increase beyond 12 atm. The procedural physician was then unable to deflate the balloon despite changing the indeflator twice. He also checked the luer hub connection but felt that this not likely to be related to the event. He then tried inflating and deflating the balloon with a 20-50cc syringe, but was still unsuccessful. He was eventually successful with the use of a vaclok syringe. During part of these maneuvers, the pt's st segments increased, but eventually returned to baseline. He did not experience any chest pain during this event. The pt was however treated with an iabp, but the specific reason for this was not reported. The product was removed without injury to the pt and the under-expanded stent post-dilated successfully. Upon retrieval, the physician checked the product since he suspected either shaft or balloon leakage or rupture. His findings, if any, were not reported. A clinically used cypher raptor sds was returned for analysis. Residuals of crystallized inflation medium were observed inside the balloon and the inflation lumen. After the residuals of crystallized inflation, medium were dissolved out of the inflation lumen, the balloon could be inflated and deflated without any difficulty. The sds was pressurized up to 16 atm. For approx 1 hr. This revealed no anomalies, the balloon could be inflated without any difficulty and no leakage was observed on the device. The used inflation medium is a mixture (50/50) of saline and contrast medium (renocal 76). Cross sectional analysis performed on the transition seal area and the luer hub revealed no anomalies that might have caused the reported inflation and deflation difficulty experienced by the customer. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. The reported difficulty experienced by the customer was not confirmed during analysis. Conclusion: based on the info provided, there are vessel factors that may have contributed to this event.

Event description:
During the procedure, there were inflation and deflation difficulties. It was also thought that there was a shaft leak. The pt had temporary st elevation.